Manufacturer narrative:
The solus inserter distractor is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Advanced device into disk space, removed squid and upon review of the x-ray, it was noticed that one of the distractors tips had snapped off and lodged under the cage that was implanted into the patient. The detached tip was removed from the patient and the case completed without further issue.

Manufacturer narrative:
An evaluation of the suspect device revealed no manufacturing or processing related irregularities. The solus inserter distractor was found to be properly manufactured and released in accordance with the device master record. Visual inspection found that the bottom distal tip which distracts the disk space had fractured and separated from the instrument. The section which is approximately 1.3mm wide and 23.6mm in length was removed for the patient without issue. The solus inserter/distractor instrument is an optional instrument that may be used to simultaneously distract the vertebral space while inserting the implant.